Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill process the cartridge was leaking from the septum. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge to address the issue.